Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a tear on the shaft. The patient found it during usage.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone foley catheter with an obvious 0.0985" long lateral puncture with jagged, uneven boundaries approximately 0.3895" from the bifurcation point. Catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and returned 10 ml when deflated without issue. When the catheter was flushed with methylene blue solution, solution streamed from the hole. A cut in the catheter drainage lumen was out of specification. Active length of the catheter balloon was measured (0.7930") and found to be within specification (0.6"-0.9"). . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not wipe catheter surface with organic substances such as alcohol."

Event description:
It was reported that there was a tear on the shaft. The patient found it during usage.